Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2026. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient was not getting any audio for her low alerts on her dexcom mobile app or tandem insulin pump. The patient began to feel confused, lethargic, disoriented, and had difficulty talking. No cgm or bg meter values were reported at this time and the reporter could not recall what medication or treatment the patient was given at this time. On (B)(6) 2026, the reporter said the patient was asymptomatic and was receiving alerts/readings as expected. On (B)(6) 2026, it was reported that the patient¿s dexcom app and tandem insulin pump did not provide her with any alerts notifying her of her hypoglycemic state. The patient was acting confused and emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 31 mg/dl while the cgm value at this time was unspecified. The patient was transported to the emergency room (ER) where the patient¿s bg meter reading could not be recalled but the cgm value was providing an unspecified low value. The patient was treated with IV glucose, ¿sugar water¿ and juice. At the time of report, the patient was still hospitalized (more than 24 hours) and ¿not feeling good¿. Her expected discharge date was (B)(6) 2026. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.